Event description:
The customer reported that following an rf ablation procedure, a 2nd degree pt burn was noted at the return pad site. The incident return pad was discarded by the site and is not available for evaluation.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.